Event description:
On (B) (6)2010, a female pt underwent an initial endovascular aortic repair. The main body graft was fixated and cannulated, and the contralateral limb had been cannulated in preparation for the contralateral limb deployment. The aorta ruptured at that time, and they converted to open explant and repair. During conversion to open, the dilator tip and top cap with 8cm of inner cannula were left in place to be surgically removed (B) (6)2010, giving the pt enough time to tolerate a secondary procedure for the removal of the top cap and cannula. During the secondary procedure, they were able to retrieve the dilator and top cap; however, the pt did not tolerate the procedure and expired. Additional info was received on 06/30/2010: upon being told the pressure had dropped significantly, indicating rupture, the physician immediately called for the iliac leg graft. He put the device on the wire'; however, it is not known if it was actually put into the pt's body to try connect to the main body. According to the physician, when the main body was implanted everything was okay, the vitals were fine.

Manufacturer narrative:
Expiration - unk as lot is unk. (B) (4) - death is labeled in the IFU, conversion to open surgical repair is labeled in the IFU. (B) (4) - vessel rupture is labeled in the IFU. MFR date: unk as lot is unk. Event evaluation: still under investigation.